Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues charging their implanted neurostimulator (ins). Agent attempted to ask clarifying questions and patient stated they cannot turn on their stimulator and it won't go to where it is supposed to go; patient stated it goes to b which is what they're on. Patient added last night they were going to charge up and it wouldn't go on and resetting the controller did not resolve. Agent asked if screen would turn black and patient stated no, but rather they would connect the recharger and it would spin and then go to the home screen. Patient reported the screen currently showed stimulation on/stimulation off. Patient tapped stimulation on and reported green outline around b. Patient reported controller was at 60% and implant at 30%, recharging excellent. While still on the call, patient reported battery low recharge the controller soon displayed and noted controller showed red and implant 40%. Patient confirmed no visible damage to the battery compartment. Agent sent request to repair for replacement battery pack.